Manufacturer narrative:
(B)(4). Batch # p94099. The following information was requested, but unavailable: can you please confirm how the bleeding was controlled? How was the procedure completed? Was there any patient consequence as a result of the event? Was there any change in the procedure or post-operative care of the patient? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Only event year known: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm how the bleeding was controlled? How was the procedure completed? Was there any patient consequence as a result of the event? Was there any change in the procedure or post-operative care of the patient?

Event description:
It was reported that during a laparoscopic cholecystectomy the doctor noted after firing the device that the clip tips met but body of clip not closed, causing bleeding. It was not reported how the procedure was completed.